Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the ECG cable was deteriorated. The customer is currently using the unit with a spare 5-lead cable. A new ECG cable was ordered and delivered. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) electrocardiogram (ECG) whip was defective. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) electrocardiogram (ECG) whip was defective.